Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Event description:
Customer reported via phone call that the top where you put the reservoir in to its starting to crack and come off and the reservoir was unable to lock in place when inserted into pump. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.